Event description:
The customer obtained multiple, non-reproducible, lower than expected vitros amon quality control results and a single patient result on a vitros 5,1 fs chemistry system. The following results were obtained: qc lot d1731 = 139.90, 149.22, 130.67, 147.14, 135.45, 129.44, 120.10, 134.99 vs. An expected result = 194.11 mmol/l; patient result = 66.4 vs. An expected result = 94.1 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action. Due to the unexpected amon quality control results, the customer repeat tested the affected patient sample prior to reporting tje affected results. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected vitros amon quality control results and a single patient result were obtained on a vitros 5,1 fs chemistry system. An ocd field engineer cleaned the microslide incubator to return the vitros 5,1 fs chemistry system to expected performance. The root cause of this event is most likely instrument related. There was no evidence that a reagent issue contributed to the event.